Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). It was reported that the ventilator failed pressure transducer test during pre-use check. The pressure transducer printed circuit board was found defective. The customer did not request a repair and and chose to discard the ventilator. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The correction of field #g3 date received by manufacturer in the initial report was required. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 04/05/2022. Corrected date received by manufacturer: 06/07/2022.